Event description:
It was reported that within two days after a prostate biopsy was performed, the pt presented with signs and symptoms of an infection. Symptoms included fever, chills, shakes and urinary tract infection. The pt had been on oral antibiotics for one month prior to the biopsy, type unknown, since it was discovered that his psa was elevated. The pt was admitted to the hospital and rec'd intravenous antibotics for the infection. The guide used in the procedure is reusable and came with the ultrasound equipment and is sterilized between procedures. According to the user facility, their records indicate that the wire was sterilized properly.

Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. The sterilization records were examined. This lot had been processed with ethylene oxide in a cycle which has been validated to ansi-aami-iso guidelines for a sterility assurance level (sal) of 10 (-6). All products in the lot are considered sterile unless the package integrity is comprimised. All biological indicator testing for the load has been successfully completed. It should be noted that the user facility reported that this device was used in conjuction with a re-usable probe manufactured by b-k medical systems. Although the user facility reported that they sterilized the probe prior to use, they were investigating whether improper cleaning of the probe may have contributed to or caused the reported event. See attachment of a similar event reported regarding the use of the re-usable probe in USA today on june 2, 2006.